Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right atrial (ra) lead exhibited undersensing that caused inappropriate mode switch. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.